Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy fluid. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient received unspecified treatment for the event. Outcome of the peritonitis was not reported. The action taken with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.